Event description:
The customer's family member reported that the customer was hospitalized for high blood glucose a few weeks ago. The family member stated that the doctor feels it was due to a pump malfunction.